Manufacturer narrative:
Section h10: (h3) based on capa2017-12, the broken devices reported were likely the result of applying a bending moment to the reamers during use, which led to brittle fractures of the pilot tip feature. (H6) evaluation codes: 2199, 1069 (h7) recall (h9) if action reported to FDA under 21 usc 360i(f), list correction/removal reporting number: z2663-2017, z2664-2017, z2665-2017, z2666-2017, z2667-2017, z2668-2017.

Manufacturer narrative:
Device evaluated by manufacturer? Pending evaluation.

Event description:
It as reported that the physician had difficulty getting the reamer in due to patient anatomy. The tips broke off of each of these reamers. The tips did not remain in the patient and were removed before proceeding. The patient was stable upon leaving the operating room.